Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) mega 30cch had difficult/ unable to monitor waveform & clotted lumen. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (medical device problem code, investigation findings, component codes, investigation conclusions) keeping g4 field blank as data is not available.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion),h11. Nurse called requesting assistance with obtaining an arterial waveform after placing a balloon pump. The pump displayed arterial pressures greater than three hundred over three hundred and although the line was flushed aspiration was unsuccessful. It was explained that the inner lumen was likely clotted and recommendations were given to either place a radial arterial line or replace the catheter while still in the cath lab. Guidance was provided on flushing the inner lumen after aspiration during insertion and capping the inner lumen if an alternate arterial line was used. The nurse later confirmed they would replace the intra aortic balloon catheter. Additional questions regarding pressure bag fluids and anticoagulation targets were addressed and it was clarified that these decisions follow physician or hospital policy and that the balloon should not remain immobile for more than thirty minutes.